Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11. The getinge field service engineer (fse) that encountered the issue collected battery and performed battery calibration at service department machine (cardiosave). Returned back battery to nhc and test working ok on cardiosave machine. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The fse handed over equipment to customer in good working condition.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance performed by the getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) prompted battery maintenance error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. (B)(6).